Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(6).

Event description:
Customer reportedly received the following results on the same aviva meter while using two different lot numbers of test strips within 10 minutes: 50 mg/dl (system #1) and 193 mg/dl (system 2). No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.